Manufacturer narrative:
The reagent lot number was 715352. The expiration date was requested but was not provided. The field service engineer found that a tube on the rinse station had broken. He cut the tube and reattached it. He removed and cleaned the ultrasonic mixers, adjusted the sample and reagent probe alignments, and adjusted the gear pump head pressure. He ran a photometer check and cell blank measurement with no errors. The customer performed calibration and qc. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of a questionable albumin (alb2) result from the cobas 8000 c702 module. The initial result was 81.0 g/dl. The repeat results on another analyzer were 39.5 g/dl and 40.1 g/dl.